Event description:
The plate cutter was used from the variax foot tray to try and cut a plate. Normal amount of force seemed to be used and device broke. Another cutter from a hospital set was then used to cut the plate. The plate was competitor product.

Manufacturer narrative:
The appearance of the fracture surface shows clear indications of a forced rupture. This reveals that the breakages were caused by overload (wrong handling). The event description gives us a clear indication of misuse as this cutter is meant to cut k-wires only (involved was also a non stryker plate which was cut). The visual inspection showed that the front holding screw is completely broken / sheared off. Also both springs are cracked / broken on both sides but still held in place with the screws, though. Furthermore the whole instrument shows discolorations/corrosions all over which are obviously also had an impact on these damages (please ensure to follow the instructions for cleaning, sterilization, inspection and maintenance ((B)(4)). A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities as well. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The plate cutter was used from the variax foot tray to try and cut a plate. Normal amount of force seemed to be used and device broke. Another cutter from a hospital set was then used to cut the plate. The plate was competitor product.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.